Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. Upon interrogation, it was observed the patient's pacemaker exhibited elective replacement indicator (eri) faster than usual. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The field complaint of early battery depletion was not confirmed. Analysis was normal. No anomalies were found.